Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection at the supply line and the bag was leaking. The technical service representative advised the patient to start therapy over with new supplies. The technical service representative reviewed the proper procedure with the caller as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was determined to be the loose connection. Should additional relevant information become available, a supplemental report will be submitted.